Manufacturer narrative:
This supplemental report is being submitted to provide additional findings from the legal manufacturer's final investigation. Updated fields: g3, h2, h6, h11. The device evaluation additionally found a watertight defect and coupler rust. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received that the patient was undergoing a therapeutic laparoscopic cholecystectomy and was under spinal anesthesia. There was a 30-minute delay and the procedure was completed with the same device. There was no harm to the patient.

Event description:
Additional information was received. That the patient, was undergoing a therapeutic laparoscopic cholecystectomy. And was under spinal anesthesia. There was a 30 minute delay and the procedure was completed with the same device. There was no harm to the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide additional patient and event information. And the results of the legal manufacturer's final investigation. An olympus field service engineer (fse), performed an on-site inspection. And the customer's allegation of a flickering image was confirmed. Additionally, cable failure was observed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation. Olympus assumes, that the flickering image was caused by a cable malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a connection issue and flickering of screen. The issue was found during routine inspection of the device. There were no reports of patient harm.